Manufacturer narrative:
Updated fields: b4, b6, b7, d10, g3, g6, g7, h2, h6(investigation type), h10, h11corrected fields: d1, d4(model#), h4.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. To fix the issue, the fse reconfigured the solenoid driver board to correct voltage range (2.5-5volts)., and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventive maintenance (pm) performed by the customer, the voltage test in the cs300 intra-aortic balloon pump (iabp) was coming out with 2.4 vs 5.5. There was no patient involvement, and no adverse event reported.